Manufacturer narrative:
UDI related data quality updates only. D1 brand name (corrected). D2a common device name (corrected). The product reported does not have a primary unique device identification (UDI) number associated as it is non-sterile and is intended for further processing into convenience kits. Non-sterile products are subsequently sterilized once incorporated into a convenience kit. Non-sterile product is at no time introduced into commercial distribution.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on december 22, 2023. Upon further investigation of the reported event, the following information is new and/or changed: b5 (updated describe event or problem. D4 (additional device information - added exp date) d9 (updated device availability) g3 (date received by manufacturer) g6 (indication that this is a follow-up report) h2 (follow-up due to additional information) h3 (updated device evaluated by manufacturer) h4 (device manufacture date) h6 (identification of evaluation codes 11, 3331, 4114, 170, 25). The affected sample was not returned for evaluation; however, a photo was provided that showed the sampling line tubing was missing from the female connector. A representative retention sample from the same lot number was inspected and confirmed to have all sampling lines attached appropriately. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Event description:
New information indicates that the product was not changed out.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code 11.

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass, the shunt line connector was not solvently bonded and separated during procedure. As per the user facility, the connection was supposed to bond, but it was not and it separated during procedure. There was a blood loss of 500ml. Product was changed out. Procedure completed successfully.